Event description:
It was reported that the tip of a pyrenees non-tapered torque driver broke off in the screw intra-operatively. The tip was retrieved, another driver was used, and surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed and the driver was observed to be fractured at the tip, the fracture indicated an excessive torsional force. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. It was reported that a pyrenees torque driver tip fractured intra-operatively which was confirmed via visual inspection. The driver was observed to be fractured at the tip as the hexalobe appeared to be deformed and twisted at an angle of 30-60 degrees. Based on the fracture the failure mode indicates excessive torsional force applied on the driver. In previous correspondence with a rep it is referenced that the surgeon uses different drivers at least 2-3 days a week with 2-3 cases a day which may indicate wear and tear for this instrument could be the cause of the deformation. Based on all the available information the most likely root cause of the event is multifunctional one being excessive torsional force and the other being wear through frequent use.

Event description:
It was reported that the tip of a pyrenees non-tapered torque driver broke off in the screw intra-operatively. The tip was retrieved, another driver was used, and surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.